Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 mg/dl. Reportedly, the customer forgot to deliver a bolus, resulting in the high bg. Bg was treated by changing out the infusion set and delivering a bolus. The customer was instructed to consult with the healthcare provider regarding bg level.